Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device replacement due to normal eri, an elevated capture threshold was observed on the right ventricular (rv) lead. The rv lead was capped and replaced, and the patient's condition was stable.